Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for use was failed back surgery syndrome ¿ leg/back and spinal pain. The patient reported that they were not able to connect to the ptm (personal therapy manager). The patient was getting a message on the handset that said "the communicator is not available when it is charging" but the patient stated that it was not plugged into the wall. The agent walked the patient through closing out of all the apps, restarting the handset, resetting the communicator, and turning airplane mode on and off. The agent then had the patient try to connect but then they were receiving the "not found" message. The patient confirmed location and bluetooth were turned on. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial#(B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6). H3 analysis of the communicator found ¿micro usb hub bracket broken and corrosion on main circuit board around power button.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.